Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had flashing or solid white display screen. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
The device received stuck in blank flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank flashing white lcd. Unable to verify missing segments and partial display or solid white display anomalies due to blank-flashing white lcd.